Manufacturer narrative:
The device was returned to zoll medical for evaluation. The malfunction was observed and the auto cal valve on the smart pneumatic module was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device displayed a "runtime calibration failure - 1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.